Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Trial modular neck adaptor piece sheered of during trial reduction. There are two trial modular necks in the instrument set.

Manufacturer narrative:
An event regarding a fractured reunion tsa modular neck adaptor trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the event. An mar indicated the part broke from side loading, leading to a break in overload. No material or manufacturing defects were identified. A material analysis concluded, "the part broke from a side loading causing the pat to break in overload. The base material was found to be a polyetherimide with barium sulfide added to the polymer. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: not performed as the device is not lot coded. Complaint history review: not performed as the device is not lot coded. Conclusions: the investigation concluded that the device broke from overloading conditions. No material or manufacturing details were identified. It is believed that the failure occurred during off axis loading during use. No further investigation is required.

Event description:
Trial modular neck adaptor piece sheered of during trial reduction. There are two trial modular necks in the instrument set.